Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 66-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following impella support and explant, it was documented that a doppler pulse in the lower left leg could not be identified. An intravascular ultrasound was performed and it was discovered that a dissection had occurred. Endovascular therapy was subsequently completed to treat the dissection. It was noted by the medical examiner following the events that difficulty was experienced during both insertion and explant of the pump.